Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 82 mg/dl, 341 mg/dl and 253 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory however, only some of the readings were taken within 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 82 mg/dl, 341 mg/dl and 253 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell ''out of range'' showing the difference in values to be clinically significant.